Event description:
It was reported that during pt monitoring, "pulse rate was displayed at 93/94. Philips monitor was subsequently placed on pt and displayed a pulse rate of 32 and declining while the radical-7 continued to display 93/94."

Manufacturer narrative:
Thirteen attempts for product return as well as additional info requests have been made in order to identify the product and sensor involved in the reported event and conduct an analysis. To date we have not received any product or additional info related to the reported event. If new info is obtained, a f/u report will be submitted.